Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a frozen display and fluid/moisture exposure on the insulin pump. The customer's blood glucose level was 156 mg/dl. The customer was trying to give bolus it froze and she change out the battery and it is still doing same thing. The troubleshoot on frozen display and also offered to program her new insulin pump so that she can use it until she gets training on her sensor. The customer was assisted in performing self test and it passed. The customer was advised to monitor the insulin pump and if she need help with rewind/prime, to call helpline back for further assistance. The customer was moved to new insulin pump from old insulin pump.